Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of death and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient was hospitalized with a right middle cerebral artery ischemic stroke. On (B)(6) 2012, the patient underwent an interventional procedure in an 82% stenosed, mildly calcified, right internal carotid artery with one rx acculink stent. On (B)(6) 2012, the patient experienced dysphagia and failed a swallow evaluation. The family requested that no tube feeding be performed and the patient was admitted to hospice due to stroke evolution. On (B)(6) 2012, the patient expired. There was no additional information provided.